Event description:
A paracentesis was performed at the bedside on this patient. Fluid was obtained and drained into evacutainer bottles. The doctors/nurse noticed the fluid began to drain slowly. A new bottle was attached without a change in fluid flow. The sheath was then removed from the rlq abdominal site. Upon removal the doctor noted the end of the catheter was frayed and about 4-5 inches of the catheter were missing. Abdominal films revealed the catheter piece in the rlq of the pelvis. Surgical consultation was obtained and the consensus was to leave the piece in the abdomen at this time. The patient was discharged without physical distress with the catheter piece of the event and examined the catheter himself.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.